Manufacturer narrative:
Pending evaluation.

Event description:
Revision due to femoral loosening.

Manufacturer narrative:
This device is used for treatment not diagnosis.

Event description:
It was reported that the patient received an initial total knee arthroplasty on an unknown date. The patient experienced a revision due to tibial loosening. No other information was available. This is one of two products involved with the reported event and the associated manufacturer report number is 1038671-2018-00632.